Manufacturer narrative:
The customer¿s report of a damaged and leaking IV set was confirmed. Visual inspection of the set noted the patient-end portion of the set appeared to have been cut off and the end of the tubing was tied into a knot. Prior to testing while draining the set of the existing fluid, a fast-dripping leak was observed to be coming from the location of the pressure dome on the accuslide; visual examination revealed that the majority of the dome was missing, and the resulting edges of the material had an uneven/torn appearance. Additional functional testing was neither possible nor necessary; a leak was confirmed from the location of the pressure dome on the accuslide. The probable cause of the leak was determined to be rupturing of the pressure dome caused by an excess of pressure buildup during the reported IV push.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing came apart and leaked while pushing lexiscan 0.4 mg for cardiac stressing, followed by 25 mci of tc99 sesta mibi for nuclear imaging. The leak occurred above the port that was used for medication injection. There is no report of patient harm.